Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs, which were provided. No device malfunction was reported; therefore no examination of the subject device occurred. A review of lumenis service records found that the subject device had been serviced for preventive maintenance by lumenis on 11/28/2012, within the timeframe recommended by the device manufacturer for annual service. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were aggressive based on common medical practice and device labeling. Additionally, the healthcare professional stated that failure to perform a test patch prior to a full treatment to determine appropriate treatment settings in contradiction to common medical practice and device labeling to be the probable root cause of the event reported. A review of device labeling states "warning - serious tissue damage can occur as a result of incorrect treatment settings; it is recommended that the lowest acceptable energy and density settings be used until familiar with the deepfx microscanner's capabilities."

Event description:
A user facility reported that a patient sustained pigmented changes to the face evident one year post treatment performed with a lumenis ultrapulse laser. It was further reported that the patient was administered antibiotic, antiviral, and antifungal prophylaxes.